Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing a red painful knot and an infection had occurred while wearing the pod longer than 48 hours. Symptoms began 1 day into usage. Patient visited physician and was prescribed doxycycline 2 tabs (100 mg) to be taken for 7 days. The pod was discarded.